Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
It was reported that a system diagnostic test revealed high lead impedance at a routine follow up visit. The output status was ok and the dcdc code was 5, indicating that the device was able to deliver 1ma of output current. Further follow up with the treating physician revealed that there was no report of trauma or pt manipulation, and the generator was not expected to be contributing to the high impedance as the device was recently implanted and the eri status was no. Additionally, the lack of efficacy was also reported, but the event is believed by the physician to be related to the pt not yet being at therapeutic settings. The pt was seen by the physician approx two weeks following the initial observation of high lead impedance and another system diagnostic test was performed. The results revealed high lead impedance; however, the output status was at a limit and the dcdc code was 7, indicating that the device was no longer able to deliver 1ma of output current. X-rays were sent to MFR for review, and no obvious anomalies were observed that could be contributing to the high lead impedance. Exploratory surgery is planned, but has not been scheduled.